Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the anterior side assessed, as surgical damage. Additional observations: crease flat observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side rupture. Device has been explanted and replaced.